Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low-glucose event indicated by an alert and confirmed by capillary testing, with a lowest blood glucose of 49 mg/dl, after self-treating with oral glucose tablets; troubleshooting and education were provided to verify sensor accuracy and guide follow-up monitoring. Symptoms included hypoglycemia. Outcomes included self-management with oral glucose and no need for professional medical intervention. Investigation included call-based assessment, glucose meter confirmation against the cgm, and user education on monitoring and treatment. Investigation of this case revealed improving glucose values during the interaction and no device malfunction identified. It was concluded that the hypoglycemia had an unclear cause and that the device appeared to function as intended.